Event description:
A report was received that the patient underwent an unsuccessful re-trial due to inadequate stimulation. The patient received a punctured dura during the procedure and a blood patch was provided. The trial leads were explanted. The patient is reportedly doing well following the procedure.

Event description:
A report was received that the patient underwent an unsuccessful re-trial due to inadequate stimulation. The patient received a punctured dura during the procedure and a blood patch was provided. The trial leads were explanted. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
The explanted lead was not returned to bsn as it was discarded by the medical facility.